Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak caused by the collar wash waste valve. The fse proceeded to replace the collar wash waste valve to resolve the issue and no further leaks were observed. (B)(4).

Event description:
The customer reported a leak from the reagent probe of the unicel dxc 600i synchron access clinical system. The customer indicated that fluid from the reagent probe leaked onto the drip tray and reagent cartridges. The customer proceeded to discard all reagent cartridges. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.